Manufacturer narrative:
Icad received information from the customer indicating that hologic had identified that the problem was being caused by their device. Icad contacted hologic for more information on this issue. Our investigation has identified the root cause of the reported condition as a software error used in the hologic workstation that resulted in the skewed cad marks that our customer reported to icad. On (B)(4), 2008, icad became aware of a class 3 recall on the hologic full field digital mammography system. This system was identified by our customer as being used with the icad secondlook digital server in the (B)(4) 2008 reported event. Icad contacted hologic to determine if the corrective actions identified in the hologic recall notification had taken place. The hologic representative indicated that the workstation serial numbers listed on the recall were being corrected. Icad made a follow-up phone call to our customer to check the status of the hologic recall actions. Our customer reported that after hologic corrected the reported software issue, the problem had not reoccurred. No additional actions are planned by icad however, we will continue to monitor for the reported condition.

Event description:
We received notification from our customer that our secondlook, computer-aided detection (cad) system for mammography had allegedly malfunctioned. The customer reported that the icad system images were being sent to a hologic workstation that appeared slightly skewed in the structured workstation report. The customer indicated that this event occurred after hologic upgraded their workstation software. (B)(4).